Event description:
A false positive advia centaur xp total hcg (thcg) result was obtained on a patient sample and considered discordant when compared to previous patient sample results and redraw sample testing. The reported false positive test result was questioned by the physician. It is unknown if patient treatment was prescribed or altered. There was no known report of adverse health consequences due to the discordant advia centaur total hcg results.

Manufacturer narrative:
The cause for the false positive total hcg results is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a preventive maintenance procedure. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use (IFU) intended use section states: "for in vitro diagnostic use in the quantitative determination of human chorionic gonadotropin (hcg) in serum using the advia centaur and advia centaur xp system. The results obtained from hcg specimens are used as an aid in the assessment of pregnancy status. This assay detects the intact hcg molecule and free beta-subunits of the hcg molecule." The IFU states in the limitations section: "this kit is not intended for any use other than assessment of pregnancy status."